Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremors. It was reported that the patient experienced a shock while getting reprogrammed by a nurse. The patient stated that it "rapped him hard." They added that their old device shocked them a few times when they programmed it. There were no other symptoms reported with this event and the patient was advised to follow up with their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.